Event description:
It was reported that during a thyroidectomy procedure, the device was cutting too slow, due to the jaws not closing all the way. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Date sent: 4/24/08. Info anticipated, but unavailable at this time.